Event description:
It was reported that the customer experienced low blood glucose levels in the morning during the first few days of using the insulin pump. The blood glucose reading was as low as 36 mg/dl. The customer's mother called the diabetes trainer and was able to make adjustments to the customer's nighttime basal settings, as well as her insulin-to-carbohydrates ratio. She declined troubleshooting for the event. Nothing further reported.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.